Event description:
A customer contacted baxter's global technical service center to report a system error (se) 2240 (indicating air in the line) on the homechoice (hc) machine during dwell 3 of 5. The home patient (hp) stated the supply bag fell from the tubing and disconnected. The hp would restart with new supplies and notify the peritoneal dialysis (pd) registered nurse (rn). The proper procedures per the user manual were reviewed with the caller. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). Baxter product surveillance spoke with the peritoneal dialysis (pd) nurse on (B)(6) 2010, who stated there was no adverse patient outcome, injury or need for medical intervention related to this incident. No samples were available for evaluation. Additionally, the pd nurse stated the patient passed away toward the end of august (exact date unknown). The pd nurse verified the cause of death was not related to any baxter product and was not due to and not during pd therapy. The cause of death was cardiac arrest. The patient was not connected to the cyler at the time of death. The pd nurse stated the death occurred in the middle of the afternoon. This complaint for a system error 2240 (air in set) that occurred during dwell 3 of 5 was not confirmed due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to be due to air being sucked into the disposable after the supply bag fell and disconnected. The home patient (hp) stated the supply bag fell from the tubing and disconnected. The lot number was not provided; therefore a batch review cannot be conducted. A labeling review found the homechoice user's manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).